Event description:
High rv (right ventricular) threshold on (B)(6) 2023. Appears to be historic in nature. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).